Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), pelvic pain ("chronic pelvic pain/ pain"), dyspareunia ("dyspareunia"), back pain ("back pain") and ovarian cyst ("ovarian cyst") in a 33-year-old female patient who had essure (batch no: 628279-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's concurrent conditions included menopause flushing, blood pressure high since 2008 and depression since on (B)(6) 2017. Concomitant products included bisoprolol since 2008 for blood pressure high, duloxetine hydrochloride (cymbalta) since on (B)(6) 2017 for depression as well as hydrocodone from on (B)(6) 2017 to on (B)(6) 2017 and norethisterone (errin) from on (B)(6) 2017 to on (B)(6) 2017. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced migraine ("migraine headaches") and headache ("headaches"). On (B)(6) 2009, the patient experienced urinary tract infection ("uti"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2010, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced back pain (seriousness criterion disability), abdominal pain ("abdominal pain"), dysmenorrhoea ("menstrual pain"), depression ("depression") and weight fluctuation ("weight fluctuations"). The patient was treated with surgery (laparoscopic removal of essure device, hysterectomy (partial) and removal of ovarian cyst-ovarian cystectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, back pain, ovarian cyst, abdominal pain, migraine, dysmenorrhoea, depression, weight fluctuation and headache outcome was unknown and the pelvic pain, dyspareunia and urinary tract infection had resolved. The reporter considered abdominal pain, back pain, depression, device breakage, dysmenorrhoea, dyspareunia, headache, migraine, ovarian cyst, pelvic pain, urinary tract infection and weight fluctuation to be related to essure. The reporter commented: patient applied for social security office in 2016. Nature of claimed injury/disability: back pain. Diagnostic results: on (B)(6) 2017: us non ob transvaginal. Impression: 1. Mild soft tissue thickening medial to the left ovary along the expected location of fallopian tube with mild hypervascularity. Potentially this could be inflammatory and correlation for evidence of pelvic inflammatory disease (pid) recommended. 2. Mild free fluid left adnexa. 3. Simple appearing 2.6 cm right ovarian cyst; likely physiologic follicle. 4. Bilateral essure tubal occlusion devices noted. Hysterosalpingogram could better evaluate for positioning and to confirm tubal occlusion if clinically indicated. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: ovarian cyst, pelvic pain, dyspareunia, device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2019: pfs received. Event: headaches were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), pelvic pain ("chronic pelvic pain/ pain"), dyspareunia ("dyspareunia"), back pain ("back pain") and ovarian cyst ("ovarian cyst") in a 33-year-old female patient who had essure (batch no. 628279) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's concurrent conditions included menopause flushing, blood pressure high since 2008 and depression since (B)(6) 2017. Concomitant products included bisoprolol since 2008 for blood pressure high, duloxetine hydrochloride (cymbalta) since june 2017 for depression as well as hydrocodone from (B)(6) 2017 and norethisterone (errin) from (B)(6) 2017. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced migraine ("migraine headaches"). In 2009, the patient experienced urinary tract infection ("uti"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced back pain (seriousness criterion disability), ovarian cyst (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("menstrual pain"), depression ("depression") and weight fluctuation ("weight fluctuations"). The patient was treated with surgery (laparoscopic removal of essure device, hysterectomy (partial)) and surgery (removal of ovarian cyst-ovarian cystectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, back pain, ovarian cyst, abdominal pain, migraine, dysmenorrhoea, depression and weight fluctuation outcome was unknown and the pelvic pain, dyspareunia and urinary tract infection had resolved. The reporter considered abdominal pain, back pain, depression, device breakage, dysmenorrhoea, dyspareunia, migraine, ovarian cyst, pelvic pain, urinary tract infection and weight fluctuation to be related to essure. The reporter commented: patient applied for social security office in 2016. Nature of claimed injury/disability: back pain. Diagnostic results: (B)(6) 2017: us non ob transvaginal. Impression: 1. Mild soft tissue thickening medial to the left ovary along the expected location of fallopian tube with mild hypervascularity. Potentially this could be inflammatory and correlation for evidence of pelvic inflammatory disease (pid) recommended. 2. Mild free fluid left adnexa. 3. Simple appearing 2.6 cm right ovarian cyst; likely physiologic follicle. 4. Bilateral essure tubal occlusion devices noted. Hysterosalpingogram could better evaluate for positioning and to confirm tubal occlusion if clinically indicated. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: ovarian cyst, pelvic pain, dyspareunia, device breakage. Most recent follow-up information incorporated above includes: on 10-may-2018: plaintiff fact sheet and medical records : patient and reporter information updated. Essure lot number provided. The events uti, device breakage, ovarian cyst, device monitoring procedure not performed were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), pelvic pain ("chronic pelvic pain/ pain"), dyspareunia ("dyspareunia"), back pain ("back pain") and ovarian cyst ("ovarian cyst") in a 33-year-old female patient who had essure (batch no. 628279-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's concurrent conditions included menopause flushing, blood pressure high since 2008 and depression since (B)(6) 2017. Concomitant products included bisoprolol since 2008 for blood pressure high, duloxetine hydrochloride (cymbalta) since (B)(6) 2017 for depression as well as hydrocodone from (B)(6) 2017 to (B)(6) 2017 and norethisterone (errin) from (B)(6) 2017 to (B)(6) 2017. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced migraine ("migraine headaches"). In 2009, the patient experienced urinary tract infection ("uti"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced back pain (seriousness criterion disability), ovarian cyst (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("menstrual pain"), depression ("depression") and weight fluctuation ("weight fluctuations"). The patient was treated with surgery (laparoscopic removal of essure device, hysterectomy (partial)) and surgery (removal of ovarian cyst-ovarian cystectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, back pain, ovarian cyst, abdominal pain, migraine, dysmenorrhoea, depression and weight fluctuation outcome was unknown and the pelvic pain, dyspareunia and urinary tract infection had resolved. The reporter considered abdominal pain, back pain, depression, device breakage, dysmenorrhoea, dyspareunia, migraine, ovarian cyst, pelvic pain, urinary tract infection and weight fluctuation to be related to essure. The reporter commented: patient applied for social security office in 2016. Nature of claimed injury/disability: back pain. Diagnostic results: (B)(6) 2017: us non ob transvaginal. Impression: mild soft tissue thickening medial to the left ovary along the expected location of fallopian tube with mild hypervascularity. Potentially this could be inflammatory and correlation for evidence of pelvic inflammatory disease (pid) recommended. Mild free fluid left adnexa. Simple appearing 2.6 cm right ovarian cyst; likely physiologic follicle. Bilateral essure tubal occlusion devices noted. Hysterosalpingogram could better evaluate for positioning and to confirm tubal occlusion if clinically indicated. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: ovarian cyst, pelvic pain, dyspareunia, device breakage. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-aug-2018: quality safety evaluation of ptc. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), migraine ("migraine headaches"), dyspareunia ("dyspareunia"), dysmenorrhoea ("menstrual pain"), back pain ("back pain"), depression ("depression") and weight fluctuation ("weight fluctuations"). The patient was treated with surgery (underwent surgical removal of the essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, migraine, dyspareunia, dysmenorrhoea, back pain, depression and weight fluctuation outcome was unknown. The reporter considered abdominal pain, back pain, depression, dysmenorrhoea, dyspareunia, migraine, pelvic pain and weight fluctuation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.